Event description:
It was reported that a 6f angio-seal evolution was used post procedure. Two days later, the pt awoke from a nap and discovered the puncture site was bleeding. The pt applied manual compression for several hours and 8 hours after discovering she was bleeding went to the ER. A 5 pound sandbag was applied over a 4x4 dressing and after 90 mins, the dressing was saturated with blood. The physician cauterized the access site bleed with silver nitrate and closed it with dermabond. The pt's ER visit duration was 3 hours and she was discharged. The pt was taking medications of aspirin and clopidogrel.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.